Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, de novo lesion in the mid right coronary artery. Pre-dilatation was performed and the 3.5x28mm xience pro stent was implanted; however, a dissection was observed. The dissection was treated with an additional stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Correction: it was reported that the device was not available for evaluation; however, the stent delivery system was returned. Evaluation summary: the device was returned for evaluation; however, this incident was reported with the absence of any device malfunction. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.